Event description:
It was reported the patient presented to the emergency room with a heart rate at 30 beats per minute. An interrogation revealed a non-functioning right ventricular (rv) lead with impedances greater than 9,999 ohms. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.